Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing. This occurred during patient infusion at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 02, 2021 - august 03, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed no evidence of fluid flow coming out at the distal end of the flow restrictor. Additional force prime was performed; however, flow was not observed. The reported condition was verified. The cause of the flow problem was due to white crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Crystallized drug came from the drug fluid filled in the infusor device. Therefore, the root cause of the flow problem was considered a use-related factor. The product labeling (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.